Event description:
The end user fell while using the device and fractured his pelvis.

Manufacturer narrative:
The end user fell while ambulating in his home with the rollator. He suffered a fractured pelvis and was treated with pain medication. The fall was not witnessed. The end user reported to his family that he did not think the brakes held and that he stumbled and the rollator tipped over with him. The sample was not returned for evaluation and no photos were sent. We have not been able to assess the functionality of the brakes. The overall condition of the device is not known. It is also not known if ongoing maintenance had been performed on the device. We have not confirmed that the rollator caused or contributed to the incident. A root cause was not determined. However, due to the reported injury and in an abundance of caution, this medwatch is being filed.